Event description:
Physician inserted foley catheter at the end of vaginal cystectomy. No urine was seen so a cystoscopy was performed. Pt was then discovered upon removal of catheter that there was no hole in the catheter tip. New catheter insterted. Urine flowed freely.